Event description:
It was reported that a force sensor error was experienced and if you move the plunger handle it shuts off.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and force sensor bridge was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Service replaced plunger cable, force sensor, plunger pcb and main board.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient harm, issue was found during testing of the pump (updated h6), corrected data: updated d1 and d4, model number